Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. The date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that at the beginning of a laparoscopic-assisted hysterectomy, the device would not seal. The generator in use provided an end tone, indicating a completed seal cycle. The surgeon converted the procedure to an open procedure. A second device was open to continue the procedure. Additional questions have been asked to the customer regarding the incident and device.